Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 700 mg/dl. It was stated that the customer was experiencing unexplained high glucose for at least a month. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found no delivery alarms. Ran a fixed prime test and passed. It was stated that the insulin pump was exposed to an MRI, and the customer's glucose level started fluctuating. During the call, she stated that the customer also was hospitalized on (B)(6) 2011 for low blood glucose. The customer's most recent glucose reading was 151 mg/dl, and he has treated with food. It was stated that the daily totals matched to the bolus and basal. It was stated that the reservoir was showing the same amount of insulin that the status screen displays. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.